Manufacturer narrative:
Technician alleged that this does not look like abuse, unsure how the power cord had gotten damaged. The technician placed the power cord to resolve the issue.

Event description:
Technician alleged that the power cord was damaged and bare wires were showing. No injuries.